Event description:
The distributor contacted animas on (B)(6) 2012 alleging the up arrow, down arrow and ok keypad buttons were unresponsive. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunctions remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 01/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the original complaint of the unresponsive up arrow, down arrow and ok keypad buttons was not confirmed or duplicated. All keypad buttons were found to be responsive to button presses and were functional. The buttons had spring back and click. There was evidence of contamination found under the contrast button contact.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.